Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient obtained a blood glucose result of 350 mg/dl on the active system. The same sample was reportedly tested on an unspecified laboratory instrument which reported a result of 126 mg/dl. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.